Manufacturer narrative:
(B)(4). Date sent: 02/05/2021. D4: batch # u5ch36. H6: component code = others (g07) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one ec45a device was returned with no apparent damage and with four ecr45b reloads present. The reloads b, c, d and e were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the laparoscopic colon cancer surgery when severing colon tissue, after fired, noted staples malformed with irregular shape (with straight leg). Changed another 3ecr45b to continue the surgery, the same problem happened again. Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.